Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Outcomes attributed to adverse event: urinary retention. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was because the patient felt a shocking sensation throughout their body after they urinated. They stated they were wetting themselves all the time, and each incident could be minutes apart. They were wearing a pad all the time, and stated when they went to urinate, they would squeeze the last few drops, and would feel a shocking sensation all throughout their body from their arms to toes. They stated they had a "strong feeling it is the device" causing the shocking sensation. They had left their external devices (handset and communicator) back in another state, as they lived up to eight months out of the year in another state, but did not have a doctor in the state they were currently in. Therapy expectations were reviewed. Troubleshooting was unable to be performed, as the patient's external devices were left back in another state. They were redirected to their healthcare provider to further address the issue. They stated they would only be in their current state for another two weeks. They were emailed healthcare provider listings. If they were unable to have their external devices shipped to them, they would call back to be transferred to replace them. Three days later, they called back and stated they we re urinating on themselves. There were dirty clothes piled up, and their house smelled like urine. They were urinating often, having small bowel movements when urinating, using a lot of toilet paper, and had a diaper rash from the pads. They stated they would urinate a little or some, then lean over the sink and more would run out. They stated they were not emptying. They were getting "shocks" from their finger tips to their toes. They said the device went from working to not. They increased stimulation to where they could feel stimulation. It was recommended they wait and see if their symptoms improved. They also reported dissatisfaction with the written instructions.